Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection, gravity testing, and leak testing did not identify a leak. The reported condition was not confirmed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked during priming with sodium chloride. There was no patient involvement. Additional information was requested and is not available.